Event description:
It was reported that the patient had some ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes where right ventricular capture management (rvcm) was occurring right before the episodes. Anti tachycardia pacing (atp) successfully converted the episodes. The capture management was noted to cause the vt. The rvcm on the implantable cardioverter defibrillator (ICD) was reprogrammed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) capture management inducing ventricular tachycardia (vt) arrhythmia. Concomitant products: 407652 lead implanted: (B)(6) 2012; 419688 lead implanted: (B)(6) 2012. (B)(4).